Manufacturer narrative:
Per the tandem user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 350 mg/dl. During a system check with clinical support (clss), it was discovered that the customer was using cartridges for 96 hours. No additional patient or event information was available.